Event description:
There was an allegation of questionable gen.2 ise indirect for na for gen.2 results for 4 patient samples on a cobas 8000 cobas ise module. For sample 1, the initial na result was 129 mmol/l with flag on module 1 ise 1. The repeat result was 136 mmol/l on module 1 ise 2. For sample 2, the initial na result was 133 mmol/l on module 1 ise 1. The repeat result was 141 mmol/l on module 2. For sample 3, the initial na result was 161 mmol/l with flag on module 1 ise 1. The first repeat result was 166 mmol/l with flag on module 1 ise 2 and the second repeat result was 169 mmol/l on module 2. For sample 4, the initial na result was 126 mmol/l with flag on module 1 ise 1. The first repeat result was 120 mmol/l with flag on module 1 ise 1 and the second repeat result was 130 mmol/l on module 1 ise 2. No questionable results were reported outside of the laboratory. The higher repeat results were deemed correct. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found an improperly placed o-ring and crystallization on the reference electrode that was causing flow disturbances in the ise and reference lines. The o-ring was replaced and the electrode was cleaned. The service maintenance actions performed by the fse resolved the issue.